Manufacturer narrative:
Correction: describe event or problem, report source, report source other, initial reporter occupation, other occupation annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Manufacturer narrative annex a: a25, annex g: g07001, annex b: b01, b14, annex c: c19, annex d: d14. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of an over infusion was not confirmed during the review of the log or replicated during laboratory testing. Laboratory test results showed that during syringe module volume detection accuracy, the syringe module was observed to be within +/-2% of the actual volume. Alaris system maintenance results indicate that that the syringe module is performing as designed and passes all accuracy measurements. A bd 3ml syringe with a volume of 3ml was loaded into the incident syringe module. A basic test infusion was programmed with a rate of 0.18ml/hr a vtbi= 3ml as observed during the review of the syringe module event log. The infusion completed successfully as expected after 16 hours 40 minutes. Event log review of the concomitant pcu s/n (B)(6) module showed no record of usage of the suspect syringe module, therefore some parameters of the infusion could not be determined. A log review was performed with the limited information contained in the syringe module event log. The syringe module logs do not contain keypress information, volume infused and programming parameters. According to the syringe event log review, prior to the reported day, on (B)(6) 2025 at 10:03:45 pm a 3 ml bd syringe was loaded with a volume of 2.9028 ml, an infusion was loaded with rate of 0.18 ml/h and vtbi of 2 ml, with an expected duration of 11 hour, 6 minutes, the infusion was completed as expected on (B)(6) 2025 at 9:09 am. Meanwhile a new infusion was loaded with rate of 0.18 ml/h and vtbi of 0.8896 ml at 1:19:29 pm the infusion stopped due to an ¿infusor patient pressure¿. At 1:20:17 pm a new infusion with rate of 0.18 ml/h and vtbi of 0.88 ml was loaded with a 1 ml bd syringe on the reported day, the infusion was completed successfully at 6:13:45 pm. At 6:15:20 pm a 3ml bd syringe was installed but there are no records of loaded infusions. No further infusions were recorded. The alaris system user manual v12.1.3 notes that to decrease potential startup delays, delivery inaccuracies, and delayed generation of occlusion alarms each time a new syringe is loaded: use smallest syringe size possible (for example, if infusing 2.3 ml of fluid, use a 3 ml syringe). Program the flow rate equal to or above the minimum recommended flow rate for the syringe (see bd alaris¿ syringe module flow rate and bolus volume by syringe size on page 588). A review of the bd alaris user manual v12.1.3 showed a warning indicating that if an error is made when entering drug amount or diluent volume, it may result in an over or under infusion. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: the device was opened for investigation, please re-torque all screws. The syringe claws need to be replaced as they were damaged during testing, the cost of the repair may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the report of an over infusion could not be replicated during laboratory testing or confirmed through review of the logs; after extensive tests task the syringe module showed to be working within specification therefore a root cause could not be determined.

Event description:
It was reported that the syringe pump module had administered 3x the amount of medication over 6 hours. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported by the rn nicu manager that the event was attributed to "operator error". Per report, "it was a precedex syringe infusion that ran out. The clinician then attached a new 3ml syringe, but the syringe module detected the syringe as a 1ml syringe. The clinician did not see that she had confirmed a 1ml syringe." There was no patient harm. Bd received additional information when bd associates went on site to gather additional information. It was reported that the event occurred between 1:30pm and 6:30pm. Per report, the event syringe module did display a 3ml syringe on the pcu. The customer stated the precedex syringe was a new one and the IV tubing had already been in use and was not a set IV tubing. There was also a fentanyl infusion at the same time as the precedex and at the same infusion rate. Pharmacy labels are usually flagged off to the side of the syringe. All central line IV¿s, except pivs, have a microclave attached to the end of the syringe to maintain a closed system. Syringe IV set used on the unit is bd syringe administration set #10014914.

Event description:
It was reported that the syringe pump module had administered 3x the amount of medication over 6 hours. There was patient involvement but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.